Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the user observed that the blue-tooth connection between the mobile programmer model and the implantable device disconnected from the device if left idle and it was noted that if charged less than twenty-five percent disconnection would also occur. It was noted by the user that in emergency or critical situations the mobile programmer model was not stable and required re-connection of blue-tooth and to be ran on power supply. The user expressed dissatisfaction regarding use of the mobile programmer model. No patient complications have been reported as a result of this event.